Event description:
It was reported that the patient presented in the emergency room experiencing ventricular tachycardia (vt). The device did not provide high voltage therapy due to the vt falling into the monitor zone. As a result, the patient had to be resuscitated and externally defibrillated to resolve the event. Following resuscitation, oversensing resulting in inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The event was resolved with device reprogramming, a ventricular ablation procedure, and medication. The patient was stable, remained hospitalized, and will continue to be monitored. Related manufacturer report number: 2017865-2023-94721.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.